Event description:
The recipient was reportedly a poor performer and was explanted due to extensive cholesteatoma. The recipient will not be reimplanted at this time.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be reimplanted with another advanced bionics cochlear device. The external visual inspection revealed that the array was severed prior to receipt, as well as a dislodged electrode ground ring, dent to the bottom cover and sliced silicone overmold on the electrode lead. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.